Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the physician (B)(6) experienced difficulty inserting the scs lead into the scs extension during the permanent implant procedure. After multiple attempts the extension was removed and second extension was successfully implanted. Post operative programming provided effective stimulation.